Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an implantable cardioverter defibrillator that exhibited an unexplained device reset. No other device issues were noted and the device remained functional. The device was reverted back to normal settings. No patient consequences reported